Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked display window, cracked reservoir tube and tube lip, cracked battery tube threads, minor scratches on the display window and a shifted and stained end cap sticker.

Event description:
It is reported that a customer has physical damage in the form of cracks on the battery cap of their insulin pump. The patient's blood glucose level was not recorded the customer states that the insulin pump shuts off on its own sometimes even after putting new batteries in the device. There were no alarms indicating that the batteries were dying. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.